Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an alert for device at eri reached in (B)(6) 2016 was observed. During previous follow-up in (B)(6) 2016, device estimated remaining longevity was of 8.9 months. Physician believes that the estimated longevity in (B)(6) 2016 was not correct given the sudden eri three months later. Patient was doing well and there were no further consequences to the patient. Device replacement will be planned.

Manufacturer narrative:
The reported field event of battery longevity data anomaly and vibratory notifier none was confirmed in the laboratory via review of session records. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the patient did not feel the patient notification alert for eri. Device was explanted and replaced. The patient was discharged from the hospital in good condition.